Event description:
Reportedly, when an attempt was made to defibrillate the pt, the device displayed that the therapy cable was not connected and energy could not be delivered as a result. The pt was not resuscitated. The rptr indicated pt outcome was not affected by the reported discrepancy, due to a lack of pt viability.